Event description:
Customer reported via phone, the insulin pump alarmed button error and was unable to clear the alarm. He attempted to resolve the issue by replacing the battery and device alarmed failed battery test. Customer's blood glucose was 83 mg/dl. Customer stated the device was in a damp pocket. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return he device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. Unable to verify the battery out limit alarm due to the button/keypad anomaly. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.